Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A secondary procedure, sf case (B)(4), was performed on (B)(6) 2016, for an unknown reason with an unknown index procedure. During the intervention, 1 vela suprarenal and 1 vela infrarenal were implanted in the patient. No additional event or patient information is available.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following events of a type 1a endoleak. The complaint is most likely anatomy related. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported.the review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed.this complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction : section common device name: remove bifurcated stent graft. Section: remove codes 3190 and 2993.